Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor did not turn on the day prior to the event. The patient administered nph insulin and regular insulin without testing on the day prior to the event. The patient woke up the next morning with hypoglycemia. The patient had a seizure and received an unknown low blood glucose result at an unknown time. The patient was treated with juice and something to eat. She was transported to the hospital by a family member. The blood glucose result at the hospital was around 300 mg/dl at an unknown time. It is unknown what type of treatment the patient received at the hospital. It is unknown when the patient was released from the hospital.